Event description:
The reporter stated that the surgeon was advancing a toric single piece silicone lens model aa4203tl in the injector and noticed the lens was torn. No patient contact.

Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens is torn in half from one haptic to the other haptic. One plated haptic is torn off into the optic and is missing. There is clear surgical residue on the lens. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.